Event description:
It was reported that the patient did not receive adequate pain relief in her foot from her thoracic spinal cord stimulation (scs) system. The patients system was optimized however the issue persisted. The patient underwent a lumbar scs trial to assess whether better pain relief can be achieved. If so, scs leads will be implanted at a future date.